Manufacturer narrative:
(B)(4) date sent: 10/20/2020 investigation summary the analysis results showed that one ecr60d reload was received partially fired 1/2. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The reload partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: t5e078. Date of event is (B)(6) 2020. Event day was not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy surgery, after severing gastric tissue, some staples were malformed . Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.